Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta extension tube was found kinked during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6)2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use? No. H.3. Device returned to manufacture: no.

Event description:
It was reported that a bd connecta¿ extension tube was found kinked during use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd connecta extension tube was found kinked during use. There was no report of exposure, serious injury or medical intervention.